Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the customer provided image revealed a different device than reported. The t1 anchor has been removed from the needle. No physical damage visible to the device imaged. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscus repair surgery, external to patient, when the t implants were picked out, ready to be deployed, the sutures wound into a ball and broke. The procedure was successfully completed without significant delay using a s+n back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed a different device than reported. The t1 anchor has been removed from the needle. No physical damage visible to the device imaged. A visual inspection revealed the device was returned outside of original packaging. The anchors have been detached from the needle. The suture knot has been tightened down. No physical damage visible to the device. A functional evaluation revealed the actuator functions as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.